Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: sheath with loaded filter placed in suprarenal ivc from femoral access and due to pain it could not be pulled to infrarenal location. The filter was deployed in suprarenal location and retrieved from jugular approach. Another filter was successfully placed without difficulty. A celect-pt filter, the dilator, and the blue introducer sheath with a non-cook dilator inside were returned. No non-conformances were noted on any component, but as reported, some blood/biological matter was observed on the filter hook and the hook was slightly out of specifications, likely from removal by jugular approach. Based on these findings the exact reason, why the sheath with the filter could not be repositioned from suprarenal to infrarenal location cannot be determined, but the reported pain may have been caused by the filter hook being slightly exposed, thus catching a side-branch when ¿pulled down¿. However, it is not reported, why the sheath with the loaded filter needed repositioning. The instructions for use supplied with the device specify how to verify the position of the introducer sheath tip by diagnostic imaging before removing the introducer dilator from the sheath and placing the preloaded filter in the sheath hub for advancement. There are adequate controls in place to ensure that the device was manufactured to specifications. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k): k211875. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: femoral access, sheath placed to suprarenal inferior vena cava (ivc), filter loaded but not deployed originally. Once filter loaded into the sheath, as the physician was pulling down the sheath to infrarenal location, the sheath got ¿stuck¿ and patient complained of pain. Tried to reposition sheath but the sheath could not be pulled down further. Then the hook of filter was exposed and subsequently filter partially deployed, in suprarenal location. Then the physician got access and was able to retrieve the filter from suprarenal location. Some fibrinous material was seen around the hook of the filter. Then the physician exchanged for a new filter sheath, deployed a new filter in infrarenal location without difficulty. Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.